Event description:
Pacemaker lead fracture/failure: patient developed sudden onset of lightheadedness and near syncope; came to ER and noted to have ventricular non-capture at 2.5v at 0.5ms. Sudden increase in capture threshold. Increase to 5v at 1ms with intermittent loss of capture. At (B)(6) 2015 clinic visit her rv threshold was 1.25v at 0.5ms and had stayed consistently since implant on (B)(6) 2009. Impedance on v consistently stable and was at 552 ohms on (B)(6) 2015 when incident occurred. Patient was in complete heart block and very symptomatic upon ER presentation. Had new rv lead implanted and new generator replaced at (B)(6) on (B)(6) 2015. Faulty lead was capped, not extracted.